Event description:
It was reported that the patient's device "caused spasms and pain" when turned on. It was noted that this occurred with the implanted device on the left side. It was further noted that the right side device was okay and turned on. The physician noted that the patient had some tremors and "something was wrong with the device." Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3389-40, lot# j0210086v, implanted: (B)(6) 2002, product type: lead. (B)(4).